Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's niece reported via phone call that she needed assistance with getting the reservoir back into the insulin pump. Blood glucose level at the time of the call was 599 mg/dl. The caller also stated that she received a lost sensor alert. The caller declined troubleshooting. The sensor was not replaced or returned for analysis.